Event description:
The reporter contacted animas on behalf of her daughter (the pt) claiming that the pt obtained a blood glucose reading of "39 mg/dl" while using the pump. The pt was reportedly treated with juice.

Manufacturer narrative:
The reporter confirmed that the pt has not been primed while attached. According to the reporter, the pt changes sites every 2 days rotating locations on upper buttocks. She also reported possible scar tissue in that area. The reporter denied leaking of insulin or air bubbles. The reporter identified time incorrectly reading am when it should have been pm. The pt reportedly has 9 different basal rates, which impacted blood glucose levels. The reporter claimed that she must have incorrectly set time with last battery change. Per alarm history, the last low battery was (B)(6) 2010. The reporter indicated that must have been last battery change. The animas cde successfully guided pt through process to edit the pump to pm. The animas cde also advised the pt to closely monitor her blood glucose and to contact her health care provider to discuss since they had made some changes to basal rates to address highs not knowing time was incorrectly reading am versus pm.